Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four to five tacks were fired during the procedure then the tacker's shaft got broke.